Event description:
Information received by medtronic indicated that the customer reported an issue with the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was calling after a recurring frozen display. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Manufacturer narrative:
No frozen screen noted. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Unable to perform the history review 2 days prior to the event date 02-apr-2023 in the pump history file due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.